Event description:
The customer reported that the system had no image displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor needs to be replaced. The reported issue is currently under investigation.